Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 279.1mcg/day) via an implantable infusion pump. It was reported that the patient was brought to the operating room to explore catheter for a possible issue. No definitive issue was found but an 8784 was used to replace part of the catheter. A dye study was also done but showed nothing wrong.